Event description:
During an initial implant procedure, the right atrial (ra) lead was connected to the device and right ventricular (rv) sensing and capture were observed. The leads were testing on the pacing system analyzer and no anomalies were observed. A new device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of crosstalk oversensing could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.